Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro ii silicone jaws looked like they were coming apart. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the device in question. Note: the hospital was unable to provide an exact event date. They stated "it occurred (B)(6) 2012".